Event description:
It was reported that the tubing came apart from the connecter (vamp / stopcock) during use. Reportedly, no force was applied. The customer stated, "simply came apart". It was additionally reported that the specific event date is unk; however, the reported event date may have been in 2007. There were no reports of pt complications or injuries.

Manufacturer narrative:
The device was not returned for eval.